Event description:
Consumer's son states his mother just got a rollator this past friday and the screws were likely loose on the brake handle because the first day they used the right brake the handle broke.